Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank displayer audio beep anomaly noted. Device was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Unit passed self test, unexpected restart error alarm, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had battery cap stripped battery cap coin slot, minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received off no power alert without a low battery alert. The customer also reported that they could not remove the battery cap. The customer's blood glucose was unknown at the time of incident. The customer was advised how to remove the battery cap but the customer was still unable to remove the battery cap. The customer was offered to troubleshoot for high blood glucose the customer declined. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.